Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. Actual patient results were not supplied. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The laboratory has an accutni patient sample repeat procedure in which all patients with initial result of >0.49ng/ml are repeated. If the initial and repeat results do not correlate results are then verified via the I-stat before reporting. Samples are not re-spun prior to repeat processing. Service was not dispatched for this event. A root cause for this event was not determined.